Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests. No motor error alarms noted and the motor was tested outside the device and passed. The insulin pump has minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 160 mg/dl. She also stated the buttons are stuck. Customer also reported a motor error alarm that had occurred during a bolus. The customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.